Event description:
It was reported that a tiny bit of metal type substance was in the injector and injected into eye on placement of preloaded lens. Foreign material was removed from the eye. There was no adverse event / impact to the patient. No further information available.

Manufacturer narrative:
Date of event: unknown, not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens was not explanted. Initial reporter last name: information unknown/not provided. Email address: unknown/not provided. Telephone number: unknown, information not provided. Initial reporter telephone number: (B)(6). Se it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.